Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # :(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical adverse event received for right knee extensor instability : ligament rupture - subluxation of the patella with disrupted medial retinaculum (slight). Event is serious and is considered moderate. Event is definitely not related to device and is possibly related to procedure. Date of implantation: (B)(6) 2010. Date of event (onset): (B)(6) 2010. (Right knee). Revision operative notes 05-11-2021 indicate the patient received a right total knee revision due to pain, instability, and feelings of popping and clicking. Upon entering the joint, clear fluid, significant synovitis and pieces of polyethylene were encountered. The tibial poly was determined to be fractured and worn with signs of recurrent subluxation / spin-out. The femoral component was noted to have micromotion and signs of early loosening and thus was revised. The tibial component was also revised without indication of deficiency. The patella was left insitu. The surgery was completed without indication of complication by the surgeon. Treatment: none.